Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected to used. As the was was inserted into the left atrium(la) the patients blood pressure dropped and the physician noted an increase in a pericardial effusion on transesophageal echocardiogram (tee) imaging. The was was removed from the la and a pericardiocentesis was complete. The physician removed 200 cc of fluid from the pericardium of the patient. The patient is doing fine following these events.